Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent surgery for the implant of a permanent pns system with occipital leads (off-label). It was reported the physician attempted to place the first lead, and the pt's airway became compromised. The pt was flipped over and stabilized, and then general anesthesia was administered to complete the procedure. The first lead was contaminated during the procedure and was discarded; therefore, the physician used two more leads. Allegedly, the procedure was completed with no further issues, and the pt reported effective stimulation postoperative.